Event description:
It was reported that testing revealed: ground path impedance, four short circuits (electrodes 4, 5, 10 and 11) and three electrodes in status hi (1,3, and 12). Last testing carried out on (B)(6) 2010 showed all 12 electrodes in status ok. The parents stated that they were not aware of any recent falls or blows to the head. However, the clinician noticed blood along the top of the incision site at the clinic visit on (B)(6) 2010. The pt had not worn a processor since august of this year as she has lost her speech processor. When using the recently obtained replacement processor, the pt only got some auditory detection but not usable speech discrimination. The pt has custom made device for a common cavity.

Manufacturer narrative:
The device has not been explanted. If is should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.